Manufacturer narrative:
Additional information: section h3. Device evaluated by manufacturer? Yes. Device evaluation: the preloaded unit was not returned for evaluation. However, a complaint source photograph provided by the customer was evaluated. The photograph showed a pseudophakic eye, implanted with a single piece diffractive lens claiming to be an intraocular lens model dfr00v (tecnis synergy simplicity). 2 marks could be observed on the mid periphery of the lens over the diffractive area between 9:00 and 11:00. It cannot be determined from the picture if the marks are located on anterior or posterior surface of the lens. The root cause of the reported event as well as its potential clinical impact cannot be determined from a picture assessment. The complaint issue of cosmetic issues was identified during the evaluation of the photograph; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, ethnicity: information unknown/ not provided. Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter telephone number: (B)(6). The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that scratches/marks were founded on the preloaded intraocular lens (iol) after it was implanted. The operator indicated that the marks were probably made by the shooter's plunger. The iol was removed and another lens was implanted instead. No further information was provided.